Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, no abnormality of the subject equipment was confirmed from the investigation results. However, the connecting tube was found broken. Therefore, it was estimated that the lock lever of connecting tube was broken by external stress and could not be connected. The stress was applied to connecting the tube in wrong direction which may have caused the external stress to the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that several of his connecting tubes for his olympus endoscope reprocessor were broken. Consequently, the reprocessor could not properly run reprocessing cycles. Additional details relating to the event have been requested, but no response has been received at this time. There was no patient involvement during this event. This file is related to reports with patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.